Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to high thresholds. The physician used a new lead to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.